Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Clinical review of the medical record indicates there was no causal relationship between the fresenius peritoneal dialysis products and the patient¿s peritonitis. Nephrology felt the peritonitis was contributing to encephalopathy. No conclusion can be made regarding causality between the peritonitis and the patient¿s peritoneal dialysis products.

Event description:
A follow-up call was made to the peritoneal dialysis registered nurse who stated the patient has cognitive issues. The pdrn was not able to confirm technique failure. The following is from medical records received from the patient's treatment facility. This peritoneal dialysis patient was hospitalized for acute encephalopathy with secondary bacterial peritonitis. The patient's peritoneal dialysis fluid was aspirated and consistent with peritonitis (mild at approximately nucleated cells). The patient was treated with intravenous zosyn. The peritoneal dialysis cultures were negative. The patient was discharged home with intra-peritoneal antibiotics for seven day course.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of a peritoneal dialysis patient's medical record information revealed the patient was admitted to the hospital for peritonitis. The patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016.